Event description:
When reporter ran the servo-I, "restart ventilator!" And "tec5" occurred. They replaced the pc1778 in the servo-I, it worked normal. Reporter attached "select all log". This log is original.